Manufacturer narrative:
G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a mobi-c p&f implant migrated and disassembled after implantation. All three pieces of the implant were retrieved and replaced with another of the same size; there was no patient impact. However, there was a reported delay to the surgery of approximately 45 minutes.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. The device is disassembled. Root cause: this event could be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a mobi-c p&f implant migrated and disassembled after implantation. All three pieces of the implant were retrieved and replaced with another of the same size; there was no patient impact. However, there was a reported delay to the surgery of approximately 45 minutes.